Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. Reportedly, the cause for the high bg was due to the customer disconnecting from the pump in attempt to resolve a continuous glucose monitor issue. Insulin delivery was resumed, and a correction bolus was delivered to address high bg.